Manufacturer narrative:
Date sent to the FDA: 12/03/2020 additional information was requested, and the following was obtained: when this event occurred pre op or intra op? - intra -op, the surgeon has replaced the device (another lot number) was there any patient consequences? - no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/22/2020. H3 analysis summary: two empty opened overwrap packet and five representative samples were received for evaluation. During visual inspection, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damage or suture breakage were observed. The pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 - conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received. When this event occurred pre op or intra op? Was there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. It was reported that the suture got detached from the needle. It is not known when the issue occurred. There were no adverse patient consequences reported. Additional information was requested.